Event description:
A (B) (6) female consumer applied 1 bengay moist heat therapy odorless patch (no active ingredient) once on (B) (6) 2008 for stomach cramps. Five hours after product use on (B) (6) 2008, she had 5 painful, raised blisters that were inflamed, and puss filled on her belly. The consumer also reported that 2 of the blisters looked like they would leave some scars on her belly. She self-treated the events with neosporin (bacitracin/neomycin/polymyxin) (dose, frequency and treatment date unspecified); and with advil (ibuprofen) for pain. Product use was discontinued on (B) (6) 2008. As of (B) (6) 2008, the outcome of the events was reported as not resolved.

Manufacturer narrative:
The product was not returned for failure analysis/lab testing. It cannot be ruled out that the product may have possibly caused the event.